Manufacturer narrative:
Additional information: d8, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection found no abnormalities. Functionally, the adapter was connected to a representative handle. The connection between the handle and adapter was not abnormal. It was reported that the adapter did not seat properly I nto the clamshell and the connection was loose. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The investigation detected an unreported condition of a clamp test error and multiple tare errors that have no relationship to the reported condition. Evaluation of the adapter log showed that the adapter had a clamp test error and multiple tare errors; however, the main screen indicated that the strain gauge was still functional and in the appropriate range. The root cause of the observed condition was determined to be the result of a material issue. The currently specified conformal coating material does not adequately protect the strain gauge circuitry on the proximal electrical assembly circuit board from residual moisture. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the adapter has play when attached to the shell, and there was no display on handle showing the adapter is available. The sales rep troubleshooted the adapter with own demo handle, and encountered the same issue. There was no patient involvement.